Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and parts were installed. The completed a system checkout and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that during a system checkout the manufacturer representative noticed that there were damaged parts on the system. The control pendant had heavy button damage. The rear mobile view station (mvs) panel had damaged to both universal serial bus (usb) ports. The lower abs cover was damaged giving way to possible fluid intrusion. The x-stage cover was damaged and the docking pins were damaged. No patient was present at the time of the event.